Event description:
Patient's external shunt was disconnected. Np had just applied a new external shunt system on the patient. The accudrain external csf drainage system from integra life sciences had malfunctioned by the squeeze-lok tab and was not adjustable for leveling to pt. Np had to replace the system one more time and pt was not happy. The manufacturer was notified and provided replacement product.